Event description:
Info received indicates the head up function is not working.

Manufacturer narrative:
The tech isolated the issue to a valve sticking at the hydraulic manifold. He replaced the solenoid valve to repair the bed.